Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass fiber at the distal tip. The pattern on the tip face was consistent with normal degradation. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. The aiming beam was not visible exiting the distal tip. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva laser fiber was used in the ureter during a left ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser unit was set to 1.2j x 10hz and 1.2 x 12hz. According to the complainant, twenty minutes into the procedure, the laser fiber stopped working. The laser fiber was removed from the ureteroscope and noted a black ring around the tip, approximately 1mm in depth and the laser fiber connector was hot to touch. There was no harm noted to the physician or any other members of or team. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem caused to patient."

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva laser fiber was used in the ureter during a left ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser unit was set to 1.2j x 10hz and 1.2 x 12hz. According to the complainant, twenty minutes into the procedure, the laser fiber stopped working. The laser fiber was removed from the ureteroscope and noted a black ring around the tip, approximately 1mm in depth and the laser fiber connector was hot to touch. There was no harm noted to the physician or any other members of or team. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no problem caused to patient.¿

Manufacturer narrative:
Reported event of fiber connector overheats. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.